Manufacturer narrative:
Concomitant medical devices: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was over-discharged. Information showed patient had one ins but representative believed the patient had two. Both devices were over-discharged according to representative. The patient had last felt stimulation two months prior. It was noted the patient had a previous over-discharge event one year ago. It was noted this was due to difficulty recharging, the patient could only get four bars for coupling and it would take four hours to charge. It was noted this was due to the ins being deeper in the pocket. It was noted the patient had lost a lot of weight recently, approximately 40 pounds. The ins was now closer to the skin so recharging should not be an issue. It was noted they were in the process of doing a physician mode recharge (pmr) but had been unsuccessful. It was noted four pmr's had been attempted in four hours. Follow up reported the cause of the over-discharge was possible lack of compliance with charging and or difficulty charging. It was noted there was not a successful pmr. The patient had been experiencing an increase in pain. There was no further troubleshooting done and the patient was still not receiving therapy. Further follow up reported the representative met with patient and attempted pmr on both batteries with three cycles each. The representative was unable to "wake up" the battery. Patient had planned to meet with their physician to discuss options. Refer to manufacturer report # 3004209178-2013-00531 for report on ins over-discharge. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.